Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the subclavian artery. The lesion exhibited a total chronic occlusion. During deployment, the stent moved from intended target site and was deployed with part of the stent protruding into the aorta. A second stent was implanted to cover the initial target site. The patient is fine post procedure but is scheduled to undergo surgery to remove the stent. Image review: review of the images show that the first stent was deployed into essentially free space and there was no real vessel wall for the complete se stent to attach to causing the stent to jump.

Manufacturer narrative:
Event date is an approximate date. (B)(4). Results: unapproved use of device (device not intended for use in subclavian artery). Inherent risk of procedure (stent malposition/ migration). None (device not available for evaluation). Results: user error contributed to event (device not intended for use in subclavian artery).